Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there damage to the load prior to use? Did the reload fall apart during firing? How long was the procedure extended (minutes)?

Event description:
It was reported that during a small bowel reanastomosis procedure, on the first firing of the device, the surgeon fired on small bowel and although the device fired, the staples were not a b formation. The surgeon was removing the improperly formed staples and saw that the unused staples and pieces of plastic had been deployed into the wound. The surgeon successfully removed the staples and pieces of plastic from the patient which extended the length of the procedure an unknown amount of time. Another device of the same product code was used to complete the procedure without further incident.